Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had activated threshold suspend when the blood glucose reading was not low. She stated that the sensor gave inaccurate readings. She did not have the blood glucose reading at the time of the report. She was advised on proper calibration protocol. Nothing further was reported.